Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving bupivacaine (20.0 mg/ml at 5.996 mg/day), clonidine (200.0 mcg/ml at 59.96 mcg/day), and fentanyl (400.0 mcg/ml at 119.92 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient asked to decrease the dose because she didn't feel normal and experienced paresthesia in her left thigh. The dose of bupivacaine was slowly decreased on (B)(6) 2016 and (B)(6) 2016. On (B)(6) 2017, bupivacaine was removed. An MRI was performed which showed no explication of the patient's feeling in her left thigh or her lumbar region. She only felt the weakness of her thigh and it was disturbing her a lot. The event was possibly related to the device/therapy and not related to the implant procedure. The event was possibly related to the drug. The drug action that caused the event was an increase in dose. The event was ongoing. No complications were reported or anticipated. Additional information was received. The event resolved without sequelae on (B)(6) 2016. Additional information was received. Due to a complete stop of bupivacaine on (B)(6) 2016, the patient experienced pain and restless leg syndrome. Additional information was received. The patient's pump was implanted on (B)(6) 2015. Actions taken to resolve the event included decreasing medication and eventually taking one drug out. The event resolved without sequelae. Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. It was stated the patient experienced hypoesthesia in her left thigh caused by boluses, and perineum contractions related to the increase of the pump flow. It was stated the patient refused to decrease the dosage because they did not want their pain to come back. It was also stated the relationship was written to be "according to the patient," but since the patient did not complain anymore regarding the perineum contractions after the flow had been decreased, the event might truly be related to the drugs inside the pump. Actions taken to resolve the event included decrease of pump flow. It was unknown if the hypoesthesia was resolved, but it was stated the perineum contractions were resolved. It was reported that surgical intervention did not occur nor was planned, but was also reported the pump was replaced on (B)(6) 2017. The pump status was reported as implanted - out of service as well as explanted. It was reported the patient died on (B)(6) 2017 due to consequences of her cancer. The patient was hospitalized for a few weeks, but her general health deteriorated and she slowly died. The patient's medical history included cancer, neuropathic pain, and injury to tissue of the nervous system.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.